Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: three photos were provided in the source email to represent the reported issue of disconnection difficulty experienced by the customer. Two complaints were generated and both will reference the photos. The photos were able to verify the incident. A device history record review for model 10010454 lot number 20016234 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the evaluation of the photo, the presence of the broken male luer in the PICC line indicates that there was difficulty to disconnect, confirming the customer's report; however, since a sample was not received a root cause could not be determined. This incident has been added to our database of reported incidents. Root cause analysis: based on the investigation, a disconnection between the tubing and the PICC could be observed in the photos; however, since a sample was not received a root cause could not be determined. Investigation conclusion: three photos were provided in the source email to represent the reported issue of disconnection difficulty experienced by the customer. Two complaints were generated and both will reference the photos. The photos were able to verify the incident. A root cause was not determined due to no sample received.

Event description:
It was reported that part of the as lvp 20d low sorb ss 0.2m tubing connector got stuck in the patient's PICC line, which had to be removed and replaced. The patient was then discharged home with "tpn and IV antibiotics". The following information was provided by the initial reporter: "it was reported part of the tubing connector got stuck inside the PICC line" "new information received 30 jun 2020 - customer response to related pr 373216: back in (B)(6) 2020 involved a patient¿s PICC line needing to be removed and replaced as she was going to be discharged home with tpn and IV antibiotics."